Event description:
It was reported that (1) er320 was used during a dome down laparoscopic chole procedure. It was reported by the rep the one clip would fire, then the next would shoot out of the clip applier past the jaws onto/into field. Opened another device to complete the case. There was no consequence to pt.